Event description:
It was reported that the left ventricular lead (4196) was not capturing. The lead was removed. During the implant of the replacement lead (4195), it was reported that the lead had positioning difficulty. The 4195 lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead in segments was returned and analyzed. All conductors had blood/body fluid. Distal conductor had blood/body fluid.